Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description only as no product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have caused the difficulties encountered when attempting to retrieve the filter, the filter to do "some damage", and/or why the patient died more than one year later. However, it is noted that according to the physician the patient death was not a result of the difficult retrieval attempt. Based on very limited information provided there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "a tulip filter was placed in an unknown hospital. Then the unknown hospital attempted to retrieve the filter. This attempt failed and while doing so the filter was messed up, making it very difficult for the physician to get to the hook of the filter. When the physician performed the second attempted retrieval, she indicated it was difficult to retrieve and did some damage. The filter was removed by the physician." Patient outcome: a year later the patient expired. The physician indicated the patient expired due to the injuries sustained during retrieval. Later the physician confirmed that the patient did not die from the filter retrieval.